Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side pain, hardening and capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported right side pain, hardening and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on posterior, wear abrasion and white particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage.